Manufacturer narrative:
Clinical review: a temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler and the patient¿s diagnosis of an umbilical hernia as the hernia was diagnosed prior to his start of pd. It is well established that those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The cause of this patient¿s hernia cannot be determined; however, there was no indication of a contributing deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. This is further supported by studies that have found intra-abdominal pressure from normal pd therapy does not consistently carry a risk of hernia occurrence. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact reported to fresenius technical services this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced pain during the drain phase of ccpd therapy due to a hernia. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported this patient experienced pain during the drain phase during ccpd therapy from on (B)(6) 2026 due to adhesions in his peritoneum. The patient was diagnosed with an umbilical hernia prior to his start on pd therapy in 2023, so it was initially believed that his pain originated from a worsening hernia. The patient¿s hernia was ruled out as the cause of the pain as the adhesions were discovered through medical imaging in an outpatient diagnostic procedure. The patient was not hospitalized for this event. It was determined that pd was no longer a viable modality of renal replacement therapy due to the peritoneal adhesions and he was transitioned to permanent hemodialysis (hd) on an in-center basis. The patient is scheduled for a surgical consult for hernia repair in tandem with a pd catheter (not a fresenius product) removal. It was reported that the patient¿s prior umbilical hernia and peritoneal adhesions were not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient has been pain-free since his transition to in-center hd.